Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue.

Manufacturer narrative:
Follow-up #1: date of submission 01-mar-2018 device evaluation:the device has been returned and evaluated by product analysis on 21-feb-2018 with the following findings: during investigation, the pump was powered on and the display was found to be discolored. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.